Event description:
Procedure type: according to the reporter: the patient suffered a vaginal cuff dehiscence after repairing with a v-loc 180 (B)(4). Corrective action was taken relevant to the care of the patient: the patient returned to the theater and had the vaginal cuff repaired. The patient condition was satisfactory after the re-operation.

Manufacturer narrative:
(B)(4)